Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of about 35 months, oversensing was reported. Biotronik has no further details whether the lead was explanted. Should we receive more information, this report will be updated. No adverse patient side effects have been reported.